Manufacturer narrative:
Concomitant medical products as part of the same system: product ID: 977c165, serial# (B)(4), product type: lead.

Event description:
The manufacturer representative (rep) reported that the physician snipped a portion of the lead while attempting to remove an extension, a buried lead trial was reported and this occurred during the removal of the externalized extension and prior to implantable neurostimulator (ins) implant. It was reported that all impedances were normal. Discussed insulation and possible exposure of leads. The damaged lead was replaced. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.